Event description:
It was reported that during a clinical follow-up, increased capture threshold, decreased pacing lead impedance, and decreased sensing were observed. Attempted repositioning was unsuccessful and the lead was explanted and replaced. The patients condition after the event was stable and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.